Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices and was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.